Event description:
It was reported during the implant procedure that the lead, prior to being implanted was not used as the lobes would not deploy and it was reported the "wire" was very tight when the nurse was testing the lead. The physician requested another lead be used. The lead was not implanted,and there were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.